Event description:
The device was returned to the service center with a report from the customer contact "error 18/000/000". No add'l info was provided. This is not a reportable info. However, during verification testing at the service center, the device alarmed with an 11/004 (low lithium battery error) service alarm code.

Manufacturer narrative:
During testing, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service code alarm. The customer reported 18/000/000 service alarm code was duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.